Event description:
Information was received regarding a cadd administration set. It was reported that when trying to use the set there is a down stream occlusion error. The customer tried three different sets; they threw the first two away. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue was found during testing. (Updated h6 event problem patient code)